Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly, as the seal remained inside of the loading device when the delivery device was reported. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was received outside of the loading device. The seal was inside the body of the loading device. The safety lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for "failure to load". (B)(4).